Event description:
A medication (heparin) drip was being administered to a pt via an infusion pump. A nurse noted that the infusion pump screen was blank and the pump was not running. Neither the pt nor the nurses reported hearing an alarm prior to the machine going blank. The pump was reset and after a few minutes the machine beeped once and then went blank. The plug on the machine was noted to be plugged in but slightly out. Facility was unable to determine how long the machine had been off before the nurse became aware of the situation; however, a nurse had been in the room about 1 hour earlier and did not notice the pump being off then. The physician was notified and a ptt level obtained. The ptt level was 32.2. An additional heparin bolus was given and the heparin drip increased. The pt was being treated for a deep vein thrombosis and multiple pulmonary emboli. Outcomes attributed to adverse event. The pt did not develop any serious injury as a result of the event but additional medical treatment (heaprin bolus and increased heparin drip rate) was given to reachieve therapeutic anticoagulation levels. Pt has been discharged from the facility. It is unclear if hospitalization was prolonged due to the event.